Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. No block on the motor slide during the rewind test noted. The thump and carelink software were utilized and downloaded trace/history files properly. In further analysis found in the pump history multiple pump error 130 alarm on 01/10/2026 from 03:34:15.000 until 23:59:25.000, multiple pump error 43 alarm on 01/10/2026 from 03:38:17.000 until 14:18:16.000 and one pump error 37 alarm on 01/10/2026 at 04:46:47.000. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for over delivery anomaly and blocked on the piston (motor slide) rewind was not confirmed. Customer alleged for pump error 130, 43 and 37 alarm was confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The blood glucose value at the time of the event was 44 mg/dl. The customer visited the ambulance. The event involved product(s) mmt-1886. Troubleshooting was partially performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, but was unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.